Manufacturer narrative:
(B)(4). The insulin pump passed the displacement. The insulin pump was received with broken battery tube threads and broken reservoir tube lip.

Event description:
The customer reported insulin pump was damaged at reservoir compartment and battery compartment. The customer¿s blood glucose level was unknown. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.